Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the dirty surface of the charged coupled device (ccd) objective lens causes unclear image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a blurry image. The issue occurred during service/maintenance. There were no reports of patient involvement.